Manufacturer narrative:
Update: response to FDA request for justification and CAPA number: during an internal audit, at our japan office, it was identified that some incidents were inadvertently not captured within our complaint system and thereby not evaluated for reportability to the FDA within the 30-day submission deadline. As a result, conmed has opened and completed CAPA-2024-15 to investigate, determine the root cause and complete appropriate corrective actions. Manufacturer narrative: the device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history was reviewed, and no data was found. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of 23 reports, regarding 24 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: improper placement of the insufflation instrument could cause gas penetrating a vessel or an internal organ, resulting in gas embolisms. To reduce the risk, use a low flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The conmed japan reported on behalf of the customer that the device, as-ifs1, airseal ifs, 110v, was being used and ¿although the date of surgery and the case are unknown, it was reported that the patient experienced a gas embolism during laparoscopic liver surgery.¿. There was no report of medical intervention or hospitalization for the patient or user. There was no report of malfunction of the conmed device. Per further assessment "it is not possible to obtain any information other than intake information because all events have been confirmed in the past.". This report is being raised due to the reported injury of subcutaneous emphysema having occurred.

Event description:
The conmed japan reported on behalf of the customer that the device, as-ifs1, airseal ifs, 110v, was being used and ¿although the date of surgery and the case are unknown, it was reported that the patient experienced a gas embolism during laparoscopic liver surgery.¿. There was no report of medical intervention or hospitalization for the patient or user. There was no report of malfunction of the conmed device. Per further assessment "it is not possible to obtain any information other than intake information because all events have been confirmed in the past.". This report is being raised due to the reported injury of subcutaneous emphysema having occurred.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history was reviewed, and no data was found. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of 23 reports, regarding 24 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: improper placement of the insufflation instrument could cause gas penetrating a vessel or an internal organ, resulting in gas embolisms. To reduce the risk, use a low flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. We will continue to monitor for trends through the complaint system to assure patient safety.